Event description:
Additional information received states that the device is in quarantine and will not be used until root cause is identified. The patient has recovered.

Manufacturer narrative:
Additional information provided in a3 and b5.

Manufacturer narrative:
Investigation: no parts were returned to the manufacturer for physical evaluation. On the basis of the event description, it is assumed that the reported event is not related to a hardware component of the dialysis system. The treatment could not be continued after a bag exchange due to the balance monitor not working correctly. This failure is known and is considered within the scope of product improvement. Based on all performed investigations/evaluations, the reported event could be reproduced. The balance monitoring is normally +/- 2 grams. During a bag exchange, this value can be off by several kilograms but after the bag exchange, the balancing monitor should level off again at +/- 2 grams. However, there is a software error in the balancing monitor during a bag exchange which leads to the balance being incorrect and treatment must be terminated. A review of the device history record (DHR) was not performed as the failure can be attributed to the failure mode design. There is no indication that the product deficiency is related to falsification or an unauthorized configuration.

Event description:
Additional information received states that the device is in quarantine and will not be used until root cause is identified. The patient has recovered.

Manufacturer narrative:
Correction provided in b5.

Event description:
It was reported that a multifiltrate pro machine displayed a fluctuation in scales during scale assignment test, eliminate cause, repeat test alarm with approximately 10 minutes left before the dialysis fluid and filtrate bag exchange during a patient¿s citrate-calcium continuous veno venous hemodialysis (ci-ca cvvhd) treatment and the machine stopped working. The alarm occurred while opening the clamps and reconnecting the tubing. The screen was switching from one alarm (device switch off treatment continue and lower supply pressure) to another as if it was frozen and buttons could not be pressed. The screen options were grayed out and selection options could not be made. The blood pump runs at 40 milliliters and then stops. The patient¿s blood pressure was unstable. The pressure is started which allows to increase the patients pressure as the patient experienced approximately 250 ml of blood loss due to no option to return the blood back to the patient. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information received states that the device is in quarantine and will not be used until root cause is identified. The patient has recovered.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Mit was reported that a multifiltrate pro machine displayed a fluctuation in scales during scale assignment test, eliminate cause, repeat test alarm with approximately 10 minutes left before the dialysis fluid and filtrate bag exchange during a patient¿s citrate-calcium continuous veno venous hemodialysis (ci-ca cvvhd) treatment and the machine stopped working. The alarm occurred while opening the clamps and reconnecting the tubing. The screen was switching from one alarm (device switch off treatment continue and lower supply pressure) to another as if it was frozen and buttons could not be pressed. The screen options were grayed out and selection options could not be made. The blood pump runs at 40 milliliters and then stops. The patient¿s blood pressure was unstable. The pressure is tarted which allows to increase the patients pressure as the patient experienced approximately 250 ml of blood loss due to no option to return the blood back to the patient. The complaint device was reported to be available to be returned to the manufacturer for evaluation.